Manufacturer narrative:
Investigation is in process. A follow-up report will be filed upon completion.

Manufacturer narrative:
Based on the minimal information provided, no conclusions can be drawn as to the root cause of the reported screw back out. As no lot number identification was available, review of manufacturing history was not possible. A two-year complaint history review for all part numbers in the 08-4xxxx and 08-5xxxx family of self-drilling screws did not identify a trend for screw back out.

Event description:
It was reported that the patient underwent a one-level c6/c7 fusion procedure on an unknown date. Subsequently, radiographs taken 4 weeks post-operatively noted that the plate had backed out of the superior vertebrae. It is unknown at this time if the patient is experiencing any symptoms nor the reason for the radiographs.